Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas after approximately two weeks of use, including two blood glucose readings around 40 mg/dl following meal announcements, and the user felt they were frequently contending with the device; review of device reports suggested suboptimal completion of the learning phase and inconsistent meal size entries, and a factory reset with education on best practices for re-initiation and learning phase was performed. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included device data review and guided troubleshooting with user education. Investigation of this case revealed that inconsistent meal announcements during the learning phase likely contributed to excessive insulin delivery leading to hypoglycemia, with device behavior adapting to variable inputs rather than a hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related factors suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.